Manufacturer narrative:
Product event summary: analysis confirmed the programmer was not able to interrogate non-wireless; the rf (radio frequency) head connector found loose on the lem (link electronic module) printed circuit board assembly.

Event description:
It was reported that the radio frequency (rf) programmer head would not establish telemetry with devices. The rf head was replaced with a new one and still would not establish telemetry. The programmer and rf head were returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).